Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing testing was performed and the test failed. Additionally, there were no data logs provided for review. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.